Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of consumer's family in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer had a known nickel allergy. She had essure inserted and experienced chronic pelvic pain. At one point there was an attempt to remove the inserts and eventually she had a hysterectomy. Follow up (B)(4) 2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of not reported age, who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer had a known nickel allergy and after essure inserted, presented chronic pelvic pain. Given available information and its nature, the reported event is assessed as related to essure use and since hysterectomy was reported this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.